Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for analysis. A review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a definitive cause for the reported clip open while locked could not be determined in this incident. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". In this case, the device was used for a tricuspid valve procedure; however, there is no indication that the IFU deviation could have influenced the reported mechanical issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that during use in the tricuspid valve, when establishing final arm angle (faa); the clip opened. It was reported that the mitraclip procedure was to treat tricuspid regurgitation (tr) with an unspecified tr grade. During use, when establishing final arm angle (faa); the clip opened. The faa test was repeated and passed. The clip was implanted, reducing tr to an unspecified grade. There was no clinically significant delay during the procedure. No additional information was provided.